Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicated with monitor) has been confirmed. As received, the belt failed incoming testing. Upon investigation, there was an open along the black (main batt) wire and the orange (drvn gnd) wire inside the trunk cable. The cause of the test failure is the open wires. The root cause for the open wires was excessive force. No adverse event resulted from the open wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.